Manufacturer narrative:
H6-device code 1494: off-label use (under 21yrs of age at date of implant). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of diopter -13.5/+3.0/092 into the patient's right eye (od) on (B)(6) 2023. In a separate surgery that day the lens was exchanged for a shorter length lens due to excessive vault. This resolved the problem. Cause reported as unknown.

Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of diopter -13.5/+3.0/092 into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a shorter length lens due to excessive vault. This resolved the problem. Cause reported as unknown. Claim # (B)(4).